Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal, causing the reported adjust belt messages. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified, but the damage likely occurred from an external defibrillation. The damage to the resistor is consistent with the damage that occurs when a patient is externally defibrillated while wearing the lifevest. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was alarming frequently for adjust belt messages. During a follow-up with the patient, a distributor representative reported that the patient went into sudden cardiac arrest somewhere around (B)(4) 2017 (exact date of alleged event not known). The lifevest allegedly did not treat the patient during the event and the patient was externally defibrillated by hospital staff. The lifevest ECG data was reviewed by a qualified ECG technician, and there was no evidence of any ventricular tachycardia or ventricular fibrillation in the device download data. Zoll has been unable to confirm the alleged sudden cardiac arrest event. There is no evidence that the lifevest failed to treat a treatable arrhythmia. No death or serious injury was reported.